Event description:
After left mastectomy, had gummy implants by allergen 410. I have developed pain, swelling, food sensitivities, brain fog, chronic fatigue, tightening of scapular, neck, shoulder and pain down my l arm, heart palpitations, memory loss, decreased vision, sinus and allergy problems and rib pain with one rib currently bulging. FDA safety report ID # (B)(4).